Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The field service engineer (fse) replaced the power amplifier to resolve the issue. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.

Event description:
A customer reported that the applied biosystems 7500 fast dx real-time pcr instrument (catalog no. 4407205 serial no. (B)(4)) reset itself in the middle of a run. We were not made aware of any impact to pt management. (B)(4).